Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in clinic with non-sustained ventricular oversensing episodes due to myopotential oversensing. Programming changes were recommended if the oversensing was reproducible with deep breathing and coughing. Programming changes were made.